Manufacturer narrative:
Corrected information has been provided in e.1. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that noticed some dent and some oily material layer on implanted optic of iol (intraocular lens).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in e.1.,h.3., h.6., and h.11. The product was not returned for analysis. Only photo and video were returned. The reported complaint was observed on the returned photo and video. The reporting facility did not provide a lot number or any identification of the product. Provided photo shows an implanted iol (intraocular lens). There appear to be white marks/reflections over the iol optic/eye, although it cannot be determined if these are on the iol surface or light reflecting from the iol or the eye. Some of the reflections over the iol optic/eye appear to extend beyond the iol making a definitive determination difficult. The reported dent cannot be confirmed from the returned photo. There appears to be multiple small dark lines/dots/foreign material observed in the region of the iol optic. Based on our observation of the attached photo, there appears to be multiple small dark lines/dots/foreign material observed in the region of the iol optic. The origin of the observed dark lines/dots/foreign material cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information all product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).